Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r camera, serial/lot#: (B)(6), UDI#: (B)(4), h3, h6: multiple fdd/annex a codes were reported. A05 was coded for "localizer was not found" and bump detector battery fault, bump detected, and storage temperature exceeded. A1102 was coded for "localizer was not found". The system was serviced in the field by a medtronic representative. The camera was replaced to resolve the issue. Codes b01, c08, and d02 are applicable. The camera was returned for evaluation. Analysis found an electrical failure. The returned position sensor unit (psu) had scratches on the housing and lenses. A check of the event log showed a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .372mm with a passing threshold of .250mm. Codes b01, c02, c08 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the application stated that the "localizer was not found." The manufacturing representative (rep) opened the network device interface (ndi) toolbox and reported the following status messages: bump detector battery fault, bump detected, and storage temperature exceeded. It was noted that the internal position sensor unit (psu) battery had likely failed. There was no patient present.